Event description:
The haptic peeled off right after implanting the lens, lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa (B)(6): the product was not returned. Therefore unable to perform visual inspection on the physical product. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: 251). The exact root cause is not determined.

Event description:
The haptic peeled off right after implanting the lens, lens had to be explanted.